Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin intravenously (dosage, frequency, and duration not reported) for the peritonitis event. Therapy with vancomycin was stopped on an unspecified date. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On the date of the recurrent episode of peritonitis, the patient started treatment with intraperitoneal vancomycin for 21 days (dose and frequency not reported) for peritonitis. At the time of this report, the patient continues to be recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Approximately a month after the patient recovered from peritonitis (reported as (B)(6) 2015), the patient experienced recurrent cloudy effluent and peritonitis. The cause of the peritonitis was unknown. Treatment for this recurrent event was not reported. It was reported that the previous peritonitis event was not fully recovered. Should additional relevant information become available, a supplemental report will be submitted.